Event description:
Versa one optical trocar with fixation cannula 5mm standard, lot# j3f2565y. Obturator stuck once placed inside trocar. Usually they easily click out, this one was stuck together. Manufacturer response for optical trocar, versa one optical trocar (per site reporter). [Redacted date] contact for mfg item number, site confirmed and said they will be notifying the medtronic rep today regarding the incident. [Redacted date] medtronic rep [redacted name] email: "I will pick up the product from you tomorrow and return it back to medtronic. I will also ensure that a product report analysis is made."